Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that there was an unspecified over-infusion. Although requested no further information received.